Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The key pad foil was separated from the pump housing. Therefore, moisture entered the insulin pump and destroyed the up-key and down-key.

Event description:
Reporter stated the bolus button on the infusion device does not function. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).